Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying high and based off the cgm she dosed herself with insulin. The patient checked her bg with a meter and it read 444 mg/dl. Because her bg level would not decrease, her daughter became concerned and took her to the emergency room (ER). When they arrived at the ER at 2:45pm, the patient was given insulin and fluids. The patient was released after 10:00pm when her bg values were in normal range. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.